Event description:
Note: the date of the event is unknown. It was reported to boston scientific corporation in 2008, that a stretch vl flexima ureteral stent was going to be used for a stenting procedure. According to the complainant, the stent tore when the straighter was removed. This occurred outside the patient prior to use. The procedure was completed with another stretch vl flexima ureteral stent. No patient complications were reported as a result of this event. The patient's condition was reported as "good".

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. The evaluation as well as a review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information, a supplemental medwatch report will be filed.